Event description:
Caller reported not seeing insulin drops at the end of the tubing during the fill tubing step of the load sequence. There was no reported impact to the customer¿s blood glucose level because the caller declined to answer specific questions regarding blood glucose impact. Caller experienced the issue during initial training and had to load three cartridges to see drops, and they are receiving replacements.